Event description:
During an in clinic follow up, low sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of low sensing was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray inspection did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.